Manufacturer narrative:
Correction information: g6: follow up #1, h2:if follow-up, what type? H6: coding changed based on the investigation result (health effect - clinical code, health effect - impact code). Additional information: h4:device manufacture date.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the united states involving pentax video processor epk-i5500c-us sn: (B)(4). The customer stated they sent processor in for evaluation. Customer reported an alignment issue. Customer also stated three different scopes had issues blacking out when a polyp trap was attached to scope. Pentax customer service issued return material authorization (B)(4) for the return of the device for further evaluation. On 02jul2021, the device was returned to pentax medical service facility for further evaluation on service order (B)(4) where the incoming quality control inspector confirmed the user narrative. The inspector finding was the scope connector unit endoscope image freezes. On 14jul2021, the processor completed repair where the electrical connector was replaced, and variance was applied for alignment. The device was final quality control checked and returned to the user on 14jul2021 on delivery note (B)(4). A review of the service history indicates that the device was routinely serviced at pentax service facility since installation on 29dec2020. There was no adverse event reported with this complaint. No additional information was provided.